Manufacturer narrative:
A titan otr pump and two cylinders were received for analysis. Microscopic evaluation revealed confined abrasion in the pump inlet tubing, indicating that the tubing had kinked and abraded against itself over a period of time. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed surface abrasion on the longer pump exhaust tubing and pump inlet tubing, indicating repetitive contact between surfaces. No functional abnormalities noted with cylinder 1 or cylinder 2. The information received indicated there was device tubing leakage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a pump tubing leakage. No other adverse patient effects were reported.